Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: investigation revealed that the ok keypad button was unresponsive. The up arrow and down arrow were intermittently unresponsive. There was contamination found under all of the keypad button contacts. Evaluation also found that the display was dim with discolored text. Unrelated to these issues, the keypad was found to be peeling and torn and the contrast button was found to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was unresponsive. The up arrow and down arrow were intermittently unresponsive. There was contamination found under all of the keypad buttons. Evaluation also revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/06/2015.